Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned. The device was received in good condition. Visual inspection, no physical damaged was found on the device. As a result of checking the log, it confirmed motor rate error. Based on evidence and investigation, the complaint allegation was determined to be due to the lead screw did not operate as intended.